Event description:
The sensor transmitted a dampened waveform reading. The physician is currently monitoring the patient and the sensor readings. There were no adverse consequences to the patient.

Manufacturer narrative:
Additional data: a1, g3, h2, h3, h6. No device analysis results are available because the device remains implanted. A review of the DHR was performed and ruled out the possibility of a manufacturing related issue causing or contributing to the reported complaint issue. Per the IFU, right heart catheterization is required for system baseline (mean pressure) calibration and may be needed to recalibrate the baseline (mean pressure) in order to continue to use the system.

Manufacturer narrative:
Additional information: a4, b1, b2, b3, b5, e1, e2, e3, e5, g3, h2, h6.

Event description:
A right heart catheterization was performed with the intent to implant a second sensor. It was decided not to implant a second sensor as the physician was unable to identify an adequate vessel in the right pulmonary artery. The decision was made to recalibrate the original sensor. The sensor baseline was increased by 38.5mm hg.